Event description:
It was reported that during a ptca/stenting treatment procedure, the tip of the iq marker 300 cm, j-tip guidewire fractured. The physician intentionally jailed the iq guidewire, but when the physician attempted to withdraw the wire, it looped upon itself and the tip detached. The tip was then pressed up against the arterial wall and secured in place with a taxus drug eluting stent. No pt injuries were reported.